Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during a farapulse procedure, a farawave nav catheter was selected for use. The patient was referred for atrial fibrillation (a fib), and a pulmonary vein isolation and posterior wall isolation was performed. Then, it transitioned to perimetral flutter, and a mitral isthmus ablation. Subsequently, the patient developed typical flutter, and a cavotricuspid isthmus (cti) ablation was performed. These procedures are considered off label use. All procedures were carried out using the same farawave nav catheter. After using the catheter to complete the procedure, the guidewire lumen became kinked. As the guidewire was already retracted back through the catheter, it was unable to advance out again through the distal end due to the kink. Furthermore, the catheter was unable to be retracted back into the faradrive sheath due to the kinked guidewire lumen obstructing the passage. As the procedure was completed, the catheter and sheath were removed from the patient. No patient complications were reported. The device is expected to be returned for analysis.